Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.00in (1.1 x 25 mm) experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: material no: 381433, batch no: 9213348. Customer response: the incident occurred wednesday, (B)(6) 2020. Reported issue: defective the IV catheter is irregular at the tip; typically it should be smooth and uniformed.

Manufacturer narrative:
H.6. Investigation: bd received an unused 20 gauge insyte autoguard unit from lot 9213348 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the returned unit. The catheter tip was inspected and found to be within production specifications. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were found during evaluation a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheter 20 ga 1.00 in (1.1 x 25 mm) experienced catheter tip damage/deformation which was noted prior to use. The following information was provided by the initial reporter: material no: 381433, batch no: 9213348. Customer response: the incident occurred (B)(6) 2020. Reported issue: defective the IV catheter is irregular at the tip; typically it should be smooth and uniformed.